Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead lot# unknown. Implanted: (B)(6) 2025: product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urge incontinence and non-obstructive urinary retention. It was reported that the trial was initiated on (B)(6) 2025. It was reported that they mentioned that infection getting backaches, uti and soak in wet during the night. They need to change every time. They were too sick to track their data since then; they felt it after the procedure last (B)(6) but they will continue tracking today. The patient was too sick that they can answer the phone. They used to drink lots of gatorade and legs spams and stomach abdomen. They also said before they usually take meds cefalexin 1x a day but they double it after they got the procedure. But now they started to feel much better. The issue was not resolved and it was still ongoing.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urge incontinence and non-obstructive urinary retention. It was reported that the trial was initiated on (B)(6) 2025. It was reported that they mentioned that infection getting backaches, uti and soak in wet during the night. They need to change every time. They were too sick to track their data since then; they felt it after the procedure last (B)(6) but they will continue tracking today. The patient was too sick that they can answer the phone. They used to drink lots of gatorade and legs spams and stomach abdomen. They also said before they usually take meds cefalexin 1x a day but they double it after they got the procedure. But now they started to feel much better. The issue was not resolved and it was still ongoing. The patient was advised to contact their doctor, if symptoms persist.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urge incontinence and non-obstructive urinary retention. It was reported that the trial was initiated on (B)(6) 2025. It was reported that they mentioned that infection getting backaches, uti and soak in wet during the night. They need to change every time. They were too sick to track their data since then; they felt it after the procedure last (B)(6) 2025 but they will continue tracking today. The patient was too sick that they can't answer the phone. They drank lots of gatorade and legs spams and stomach abdomen. They also said, they usually take meds a day but they double it after they got the procedure. Now, they started to feel much better. The issue was not resolved and it was still ongoing.